Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the device was failing the general system test segment of the user initiated operational shift/system check. There was no pt involvement.